Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient underwent a transesophageal echocardiogram (tee) and no thrombus was detected, but it was noted the aortic valve did not open. An attempt to reduce the pump speed was made to allow the aortic valve to open, but there was an increase in mitral insufficiency.

Manufacturer narrative:
The pump was not returned for evaluation. Log file analysis revealed that the pump's power consumption was within the normal operating range for the past 14 days of available data. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular extrasystoles (ves) and a suspected thrombus formation was noted at the level of the aortic valve, per transthoracic echocardiogram (tte). The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.